Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality. Moreover, it was seen that the dentist has used sequence of drills different than the one recommended for the implant installation.

Event description:
(B)(4). The dentist reported that 1 month and 16 days after the dental implant was installed in intraoral region 12#, its non- osseointegration was observed. Moreover, 60n.cm of primary stability was achieved, the patient presented bone type iii, bone graft was placed, immediate implant was done and immediate load procedure was performed.